Event description:
User rec'd several discrepant results for sodium. User said most samples were plasma; some may have been serum samples. All samples were repeated three times on original analyzer. Sample 2: initial result gave 133; repeats gave 142, 143 and 142 mmol per l. User said no pt results were reported he is aware of and no pts were adversely affected.

Event description:
User rec'd several discrepant results for sodium. User said most samples were plasma; some may have been serum samples. All samples were repeated three times on original analyzer. Sample 3: initial result gave 121; repeats gave 137, and 138 mmol per l twice. User said no pt results were reported he is aware of and no pts were adversely affected.

Event description:
User rec'd several discrepant results for sodium. User said most samples were plasma; some may have been serum samples. All samples were repeated three times on original analyzer. Sample 4: initial result gave 130; repeats gave 140, 139 and 138 mmol per l. User said no pt results were reported he is aware of and no pts were adversely affected.

Event description:
User rec'd several discrepant results for sodium. User said most samples were plasma; some may have been serum samples. All samples were repeated three times on original analyzer. Sample 1: initial result gave 133; repeats gave 141 mmol per l three times. User said no pt results were reported he is aware of and no pts were adversely affected.

Manufacturer narrative:
The field service rep was unable to determine a specific cause. Although a specific cause was not found, he noted replacing the sodium electrode, and both sample probes. To verify analyzer performance a check test application, ise calibration, controls and 10 cup precision were performed.

Manufacturer narrative:
The field service rep was unable to determine a specific cause. Although a specific cause was not found, he noted replacing the sodium electrode, and both sample probes. To verify analyzer performance a check test application, ise calibration, controls and 10 cup precision were performed.

Manufacturer narrative:
The field service rep was unable to determine a specific cause. Although a specific cause was not found, he noted replacing the sodium electrode, and both sample probes. To verify analyzer performance a check test application, ise calibration, controls and 10 cup precision were performed.

Manufacturer narrative:
The field service rep was unable to determine a specific cause. Although a specific cause was not found, he noted replacing the sodium electrode, and both sample probes. To verify analyzer performance a check test application, ise calibration, controls and 10 cup precision were performed.